Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator failed to sense the patient's intrinsic qrs which in turn caused it to pace in non -synchronized pacing, causing an r on t phenomenon and then ventricular fibrillation. It was further noted that the patient survived with no damage sustained. The status of the device is currently unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.